Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura durahesive skin barrier w/convex-it w/45mm (1 3/4") flange w/white tape collar and pre-cut opening (overall dimension 4.5" x 4.5"). Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Patient reported and observed a red, flat, itchy, splotchy rash localized near naval area under tape collar. Patient explained that area was cleansed with barrier wipes and air dried. Adhesive powder was applied to stoma and over red area. Barrier protection was applied prior to wafer. The end user subsequent outcome was not reported.